Event description:
The device was connected to a pt described as in cardiac arrest. The device advised a shock and initiated defibrillator charge. Reportedly, the charge was aborted and a charge removed message was displayed. This was alleged to have recurred with the next two analyses and defibrillator charge. An als crew arrived on scene and continued pt treatment with a manual defibrillator. No additional info was reported. The rptr did not know the pt outcome.